Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an exploratory laparotomy, on stapling the bowel, the technician reloaded the device with a reload, the surgeon fired the product across the bowel and stated that the stapler cut the tissue but did not deploy the staples. The technician loaded another reload and fired across the bowel to complete the case.